Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the system controller (serial number: (B)(6) was confirmed via log file analysis. Log file data from the reported event dates of 30nov2024 ¿ 02dec2024 was reviewed. The backup battery fault alarm was active for the duration of the event log file. Data in the periodic log file was captured hourly. When the data was captured on (B)(6) 2024 at 22:28, a backup battery fault alarm activated due to the backup battery not passing its load test. The alarm remained active for the duration of data reviewed. Due to the onset of the alarm being overwritten, the exact cause for the backup battery not passing its load test cannot be determined. The controller¿s internal temperature remained within specification for the duration of the data reviewed, and it should be noted that the internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. The alarm did not appear to prevent the controller from supporting the controller as intended. No other notable events were observed in the data reviewed. The returned backup battery (serial number: (B)(6) passed functional testing without any issues or atypical alarms produced. The backup battery load test was initiated multiple times during testing and a fault was not reproduced. Provided information indicated that reseating the backup battery resolved the alarm, and that the backup battery was exchanged. The system controller did not return for analysis. The root cause of the reported events could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery (B)(6) and it was found that the battery passed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) fault alarm. It was noted that this was the 5th occurrence, and the patient had received a new system controller and ebb in august. Log files were submitted for review and captured ebb faults on (B)(6) 2024 due to the ebb failing the load test. It was noted that the patient was lying in bed and the system controller felt warmer than normal, so the patient performed the self-test and the alarm went off. The patient was plugged into the mobile power unit (mpu) at the time. The ebb was reseated, and no immediate alarm reoccurred, however since the patient lived an hour away, the ebb was exchanged. Controller exchange for backup battery fault in august MFR 2916596-2024-06075.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.